Event description:
The operating room light handle "gloves" in the kit have repeatedly cracked during use; (many times not detected until the end of the operative procedure). Rptr reported this to the MFR (they felt it was a bad lot.) The company sent a new lot and same problem occurred. The pts involved were covered with antibiotics to prevent infection from the break in sterility. Rptr has obtained supplies from another source and discontinued using the kits.